Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The customer reported that a small amount of debris was seen in the patient after using the precision single use femoral cutting guide. Pulse lavage to remove cutting guide debris form the patient's bone. The surgeon reported that he was using standard blades and not precision cutting blades to undertake this case. The optech indicates that standard blades can be used.